Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, (B)(4). France 45074 exemption # e2018005, (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned to manufacturer.

Event description:
On 31st may, 2019 maquet sas became aware of an issue with one of surgical lights- x-ten. As it was stated by customer, the paint was peeling from the device. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off into sterile field or during procedure may be a source of contamination.

Manufacturer narrative:
It was established that the issue reported under manufacturer report number 9710055-2019-00193 is a duplicate of the issue reported under 9710055-2019-00258. Therefore, we will continue to evaluate the issue under 9710055-2019-00258.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).